Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-definition liquid crystal display had no image, a temporary blackout, and the image was too noisy and intermittent to see. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issues were confirmed, and it is likely due to a defective power supply and an sdi connector. However, a definitive root cause could not be determined. Olympus will continue to monitor the field performance of this device.